Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2009 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information was received on (B)(6) 2012 which qualifies this case as an incident. Study description: (B)(6). The patient's medical history included 2 children and one cesarean section. She used contraceptive implants and her last menstrual period before essure insertion was on (B)(6)2009. On (B)(6) 2009 essure (fallopian tube occlusion insert) was inserted. Ostium from both sides were visualized and was easy to introduce the catheter into the tubes. Bilateral placement occurred with 4 coils seen in the uterine cavity on left side and 3 on right side. The procedure took 6 minutes. Patient experienced pain on right side during insertion and pain after procedure. Investigator considered the final result of the procedure as failure due to uterine or vaginal expulsion. On (B)(6) 2009, laparoscopy was done due to pelvic pain. Perforation of the uterine fundus was seen. Essure was removed and tubal ligation was done. Additional information received on (B)(6) 2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a usability issue. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6)female patient who was involved in an observational company-sponsored study. She experienced pelvic pain during and after essure (fallopian tube occlusion insert) insertion procedure. As this pain persisted; she was submitted (4 days after essure insertion) to a laparoscopy; which revealed a perforation of the uterine fundus. Essure was removed and a tubal ligation was performed. The reported event is listed according to essure's reference safety information and was considered serious due to medical importance. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, given the close temporal relationship between essure procedure and the reported uterine perforation; causality with the essure and its insertion procedure cannot be excluded. Due to the required intervention, this case was regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Updated product technical complaint (ptc) investigation and final assessment were received on 21-jan-2016. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-jan-2016 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She experienced pelvic pain during and after essure (fallopian tube occlusion insert) insertion procedure. As this pain persisted; she was submitted (4 days after essure insertion) to a laparoscopy; which revealed a perforation of the uterine fundus. Essure was removed and a tubal ligation was performed. The reported event is listed according to essure's reference safety information and was considered serious due to medical importance. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, given the close temporal relationship between essure procedure and the reported uterine perforation; causality with the essure and its insertion procedure cannot be excluded. Due to the required intervention, this case was regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit.